Event description:
Pt underwent angioplasty of a large proximal obtuse marginal branch. The balloon catheter became entrapped. Upon withdrawal the catheter may have ruptured inside the pt. It was necessary to pull hard to remove catheter in order to have access. Therefore, balloon was retained in the pt. The pt was taken to surgery for salvage. The pt died. The balloon was not recovered.